Event description:
It was reported that, after total hip replacement was performed on (B)(6) 2012, upon review of an x-ray, it was observed that a reflection xlpe 28mm inner diameter 0 degree 46-48mm outer diameter size d liner was severely worn. It is unknown if/how this adverse event was treated. Patient's current health status is unknown. Revision surgery is being considered by the surgeon; however, no confirmation of this decision has been provided.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6. Given the nature of the event, the device was not returned for evaluation, but the reported event could be confirmed. The clinical/medical investigation concluded that, the provided x-rays were reviewed and demonstrated that the head is not centered within the acetabular cup and is consistent with the reported worn liner. However, as of the date of this medical investigation, the supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. With information provided the patient impact cannot be determined. However, it was reported the surgeon is considering a revision. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed in adverse events in primary and revision surgery that wear of the polyethylene, metal and ceramic articulating surfaces of acetabular components may occur. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential causes could include but are not limited to friction, joint tightness or lifetime of device. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.